Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
The patient underwent skin revision surgery on (B)(6) 2013. This report is filed december 3, 2013. Implanted device remains.

Event description:
Per the clinic, the patient underwent skin revision around the abutment site and placement of a split thickness skin graft (date not reported). It was also reported that the abutment was exchanged during the same surgery. The implanted device remains.